Event description:
It was reported that the patients ipg was explanted and replaced due to allegedly reaching end of life. No further information is available at this time

Event description:
Additional information received that therapy was restored post operatively.